Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, a plate of the jaw detached. The surgeon saw it, removed it and the device has been conserved for analysis at the hospital pharmacy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: ( expiration date, lot#), (fdp). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, a plate of the jaw detached resulted to abdominal bleeding that was stopped by using another instrument. The plate disengaged into the patient's cavity, but was removed by the surgeon and the device has been conserved for analysis at the hospital pharmacy. There was no patient injury.